Event description:
Related manufacturer report number: 3006705815-2022-00298, 3006705815-2022-00300. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. It was also reported that patient is experiencing pain at the lead and ipg sites. Surgical intervention is pending to address these issues.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.

Manufacturer narrative:
A patient experiencing lead migration and pain at lead site was reported to abbott. The patient's leads had migrated. The issue was confirmed via x-rays. It was also reported that patient is experiencing pain at the lead and ipg sites. The patient's system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.